Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 152 mg/dl. Customer reported that it took five battery changes in order for the act button to respond and with each battery change, insulin pump received a failed battery test alarm. Customer reported that all other buttons began to fail. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected failed battery alarm was noted during testing. The pump was received with intermittent button response due to corroded keypad traces. No unlocked lcd keypad connector was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.